Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted via a polyurethane sheath (in the insertion tray) into the pt's right femoral artery and into the aorta. The pt was transferred to another hospital via ambulance service. The pt was received in the surgical ICU (intensive care unit). It was noted that about 5 hours later the intra-aortic balloon pump (serial number (B)(4)) alarmed "helium loss." The pump generated strips, however the strips are not available for review. The cardio thoracic surgeon was notified that there was blood in the driveline tubing by the ICU staff. As a result, the surgeon inserted a second iab into the pt's left femoral artery. X-rays is not available for review. Approximately two hours later, the staff noted diminished pulses on the pt's right foot. The staff notified the surgeon and he contacted the vascular surgeon to do an embolectomy. There was no reported pt death. The iabp therapy was interrupted / delayed for a reported half hour until the cardio thoracic surgeon inserted the second iab via the opposite femoral artery. The pt sustained an injury due to second insertion site as well as medical / surgical intervention for the embolectomy. The pt is doing well in the intensive care unit. Additional information received on (B)(6) 2012, reported that the pt did have torturous vessels. The md removed the iab and sheath as one unit without difficulty. The iab membrane was not shredded or torn, but there is evidence of blood in the balloon and the driveline tubing. The same pump was used for the second iab without issue.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.